Manufacturer narrative:
One cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event log review was performed and found evidence of reported problem. The pump was inspected, and the cassette was attached to the pump and the pump found to be displaying "cassette not attached properly" alarm message during the investigation. The customer's reported problem was verified. Further investigation of the pump found that the issue was caused by faulty downstream occlusion sensor. Service replaced the downstream sensors to correct the reported problem. The root cause was identified as the faulty downstream sensors.

Event description:
Information was received that this smiths medical cadd solis hpca pump displayed cassette not attached alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.